Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: alarm verified in black box and history. Visible moisture in display. Leak test failed due to cracked pump case. Pump case cracked in upper right corner between the lens and case seal. Unrelated to the complaint, the display was dim and pixilated; unable to rewind or complete 24hr test due to replace battery alarm. Opened pump and removed from case. Corrosion on display flex connector, and motor flex connector.